Event description:
This is filed to report inability to remove the lock line. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve without issues. A second clip was inserted and the mitral valve was successfully grasped. However, while attempting to deploy the clip, the lock line (ll) was pulled, but became stuck due to a knot. The ll was unable to be removed, therefore, the clip was opened and removed from the anatomy. One additional clip was successfully deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to remove the lock line appears to be related to the reported knot in the lock line. However, a cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.